Event description:
The customer contact reported particulate. The tubing set was to be used to deliver an unspecified volume of normal saline, at an unspecified rate. It was reported that during priming prior to patient use, particulate was noted inside prior to patient use, particulate was noted inside the tubing set. No specific details were provided. The tubing set was replaced and the therapy was initiated. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.